Event description:
It was reported the patient aneurysm was treated with two pipelines. Post procedure, the patient was symptomatc with increasing visual loss.on follow-up, it was reported the patient was discharged.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. (B)(4)